Event description:
It was reported that the patient had a problem with a cadd solis pump in home nutrition. 60ml should have been dripped but only about 15-20ml of the fat (smoflipid) has dripped for several nights. The administration was infused from a ¿glass bottle¿ which is contrary to the instructions for use. There was patient involvement and unknown patient harm.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.